Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that since it was implanted, she had thought it was up too far, but her healthcare provider (hcp) said no it¿s fine but every time she pulled her pants up it got caught on the bulge and it got irritated and got infected bad. The patient reported that she had a hard time getting into her hcp and she couldn¿t get into (B)(6) 2020 and by that time she had a hole in her back. The patient reported that when she put lotion on her backside, her finger stuck in the hole, so she went to her hcp who said she needed to be in the hospital immediately. The patient reported that they did surgery the next day and she had an infection there. The patient reported that the hcp told her, he put it back in deeper, but not that much deeper. The patient reported that you can see it is out too far, but the patient didn¿t want to have another surgery now; you could rub your hand on it and feel it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the implant was not deep enough. It still was not deep enough, so when the patient bumped it, it hurt a lot. The patient didn't think the hcp would want to do another surgery. It was mentioned the first implant didn't do this. The patient said they would have to talk to the hcp. No further complications were reported.